Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h.10

Event description:
It was reported that while using the bd nano¿ 2nd gen pen needle unable to prime. Report 1 of 2. The following was received by the initial reporter: consumer reported needle clog during priming, stated that there is no insulin flow. Consumer also mentioned that her husband uses from the same boxes and he has the same issue as well.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd nano¿ 2nd gen pen needle unable to prime. Report 1 of 2. The following was received by the initial reporter: consumer reported needle clog during priming, stated that there is no insulin flow. Consumer also mentioned that her husband uses from the same boxes and he has the same issue as well.